Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, bump and internal temperature sensors. A1102 was coded for displaying localizer faulted. The system was serviced in the field by a medtronic representative. An optical communication failure was found. The camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted. There was no patient involvement. It was reported that the network device interface (ndi) toolbox showed that the bump and internal temperature sensors had been tripped.

Manufacturer narrative:
H3, h6) the camera, product ID: 9735821r, lot number: p903404, was returned to the manufacturer for analysis. In summary, the complaint was confirmed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to april of 2020 and intermittent illuminator current low dating back to december of 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .571 millimeters (mm) with a passing threshold of .250mm. Previously reported codes, b01, c08, and d02, are applicable as well as newly reported codes, c02, c07, and c13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.